Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system refrigerator lock mechanism was broken. A field service engineer replaced latch, tightened the harness and added conductive grease to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, refrigerator lock mechanism was broken. The customer reported that that the malfunction took place when the user tried to dispense medication to the patient and that there was no impact. There were no adverse events or injuries reported based on this incident.